Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level with diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 537 mg/dl, at the time of incidence. It was unknown that the customer was using the auto mode at the time of event. Customer declined to troubleshooting for high blood glucose level. Customer was treated with manual injection and fluids. Customer was not able to remove transmitter and also had sensor issue that was restarting. The insulin pump will not be returned for analysis.